Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation due to endocarditis. The device history record (DHR) could not be reviewed without a serial number. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever nonconformances in the sterility or packaging processes, they would most likely manifest in the early postoperative period. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 27mm mitral valve was explanted after an implant duration of 1 (one) month and 23 days due to endocarditis and vegetation. Per the medical notes received, this patient underwent initial operation to replace both aortic and mitral valves due to stenosis and insufficiency. On explant, the mitral bioprosthesis was observed to be completely covered by thick vegetation, especially on the atrial side and completely detached at the level of the anterior ring. The ring was very damaged too. A 29mm valve was implanted in replacement. As reported, it was a bacterial endocarditis with no fresh outbreak. The patient was discharged home.